Event description:
The laser system has the following problem: "chiller does not work".

Manufacturer narrative:
The problem was due to a failed compressor inside the chiller. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.